Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in a procedure on an unknown date. According to the complainant, when taking the trapezoid basket device out of the package, the plastic handle fell apart. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.